Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(4). D11: item# 046w1an00641 final scrdrv shaft rigid ij lot#: a2447214a. Item# 046w1an00641 final scrdrv shaft rigid ij lot#: a2190909a. Item# 046w1an00650 torque limiting t-handle lot#: a244720806. The device was returned and the reported event of tip fracture was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Without the torque limiting handle available to be tested for correct torque output, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2020-00042 and 3003853072-2020-00058.

Event description:
It was reported the tips of three drivers fractured during surgery. The procedure was completed by another device. There was no reported patient harm or injury. This is report three of three for this event.